Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to initiate a therapy session. The clinical specialist troubleshot the issue with the patient and confirmed that all electrodes on the right lead were out of range. The patient was reprogrammed to unilateral stimulation at the time. The patient later requested a revision to obtain the full benefit of the therapy. The implantable pulse generator (ipg) and right lead assembly were removed, and a new ipg and lead were implanted without complications. Following the revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The ipg and lead assembly were received for analysis. The alleged out-of-range (oor) was confirmed with the returned lead assembly. Visual inspection of the observed rounded fractured coils across all coils, approximately 1 inch below the distal electrode # 4. No other damages or anomalies were observed throughout the lead. Functional testing could not be performed because only half of the lead was returned for investigation. The ipg passed functional testing and performs properly. The alleged oor was not confirmed with the returned ipg. Visual inspection observed no damage or anomalies with the received ipg. The pre-revision imaging was reviewed, confirming the oor and lead fracture due to the absence of a strain relief loop on the right-hand lead.